Event description:
Per the clinic, the patient experienced poor magnet retention. Subsequently, the patient was treated with an injectable steroid (specific date not reported) to thin the skin flap. The implanted device remains.